Event description:
A report was received that the patient had developed an infection at the incision site. Symptom includes redness around the pocket site. The physician confirmed it was just a superficial skin infection and believed the infection was not device or procedure related. The physician performed pocket irrigation and dissection of the skin around the site. The patient was administered vancomycin intravenous antibiotic and was reportedly doing well after the procedure.